Event description:
It was reported that during advancement of an introducer sheath system, a fragment of the dilator broke and detached from the system. Reportedly, the dilator breakage and separation was not noticed until after the bifurcated device and aortic extension were successfully deployed, and the guidewire was retracted. Active fluoroscopy was used and located the fragment, lodged in the ipsilateral external iliac. The detached segment was retrieved with a snare. There was no patient injury reported.

Manufacturer narrative:
Actual device was not returned for evaluation, but photo was provided by the user facility. Photo of device confirmed dilator breakage. Internal investigation identified cause of dilator breakage as supplier related. Unannounced supplier process adjustments led to weakening of the dilator tapered tip in a portion of units, isolated to a single lot of dilators components. Lot number from this event was impacted by affected units. Device not returned.